Event description:
The sales associate reported the surgeon experienced difficulty cutting through the plates during an emergent re-entry of the patient's sternum. The reported need for re-entry is due to the patient's medical condition, however, details regarding the patient's medical history have not been provided at this time. The patient expired during the emergency surgery. The physician's assistant (pa) expressed to the sales associate that they do not feel that the difficulty they experienced using the cutters affected the outcome of the case.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of three for the same event.